Manufacturer narrative:
Hydraulic hose fitting.

Event description:
It was reported by service report that the power pro has a leaking hydraulic assembly. It is unknown if there was patient involvement or if there are adverse consequences to report.